Event description:
It was reported that a dexcom g7 replacement sensor failed to pair with the ilet, and the user replaced the sensor before troubleshooting; device logs showed a pairing failed alert consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the g7 and the ilet, characterized by intermittent communication failure associated with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.